Event description:
Report received of a device that did not detect air-in-line during routine biomedical testing. There was no report of any adverse patient event while the pump was in use with a patient.